Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient in atrial fibrillation presented in clinic for routine follow up. Upon device interrogation, the right ventricular lead exhibited high outputs with auto capture and intermittent capture. Chest x-ray was performed and the lead was determined to be dislodged. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was successfully repositioned. The patient was stable throughout the procedure.